Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure, low sensing was observed. Physician connected the lv connector to rv plug and rv connector to lv plug. Secure sense was turned-off. Patient&#38112;condition was good during and after the procedure.